Manufacturer narrative:
This MDR submitted on 11/10/2015 references accriva diagnostics complaint number (B)(4). The serial number of the hemochron signature plus instrument associated with th is complaint was not specified. Method codes: actual device was not evaluated. Process evaluation was performed and DHR review did not identify any ncrs or anomalies with the device lot. No CAPA or ir was identified that related to this complaint. (B)(4). Accriva diagnostics has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported higher than expected patient results with a hemochron signature plus and pt/inr microcoagulation system. The patient was receiving warfarin for anticoagulation after sustaining a pulmonary embolism. The target range was an inr of 2.0 to 3.0. The inr was repeated with another cuvette from the same reagent lot assayed with the same hemochron signature plus instrument and the inr ready was 2.2, which was an expected result. The serial number of the hemochron signature plus instrument was not specified. Normal and abnormal directcheck liquid quality controls passed when run before testing, so instrument malfunction is not expected. The current warfarin dosage was continued. No bleeding, complications, or other medical issues were reported.

Manufacturer narrative:
This MDR follow-up #1 references accriva diagnostics' complaint number (B)(4). This report provides the results of device evaluation number (B)(4), which attempted to reproduce the complaint of inconsistent inr results with reserve samples of the same lot of j201c disposable cuvettes.(B)(4)

Event description:
Follow-up #1.